Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the item. The swivel lock had lateral and rotational movement while in the locked position.no further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp slipped after placement and caused a scalp laceration during a posterior cervical procedure on (B)(6) 2020. Patient information was unknown. There was no known delay in surgery. Additional information has been requested.